Event description:
It was reported that the device was not working. The handpiece was replaced and the case was completed successfully with no pt consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.